Event description:
It was reported during the implant attempt that when repositioning the lead a second time, after unsatisfactory measurements, the physician was unable to fasten the lead in the connector again. A new device was placed successfully. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. However, the set screw had a rounded socket.